Manufacturer narrative:
The sales rep confirmed that the catalog number and lot code of the explanted device are unknown because the patient's primary procedure was not conducted by the revision surgeon. The device was described as an unknown duracon a-p lipped poly insert. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
Duracon revision tka for poly wear on right knee.